Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0873 inches. No under delivery anomaly or over delivery anomaly noted. Device was programmed with multiple test boluses. All boluses delivered properly and was listed in the device's daily history screen. No bolus anomaly or history anomaly noted. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were in emergency room due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose of more than 800 mg/dl. The customer was treated with intravenously drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering because they got a new insulin pump. They auto mode feature was active during the reported event. The device will be returned for analysis.